Manufacturer narrative:
The dcb and the connecting cable were not returned. The echelon 10 microcatheter was returned. The coil was not returned. The returned echelon 10 microcatheter was flushed and then checked with a 0.014" guide wire with no coil found inside. The distal end of the dpu exhibits multiple detachments (precleaning). Post cleaning showing multiple detachment attempts. The detachment fiber received heat and melted as designed. The device positioning unit (dpu) passed electrical testing. The detachment fiber received heat and melted as designed. Laboratory testing could not duplicate the field complaint. Definitive evidence could not be found that could point toward a contributing factor to the coils nondetachment. Therefore; the root cause of the coils nondetachment cannot be determined. In addition; without the return of the complete detachment system and the coil used in the procedure; it cannot be determined if these components contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During embolization of a ruptured 3mm aneurysm in the basilar apex that caused a subarachnoid hemorrhage (sah), a deltaplush 1.5mm x 1cm coil could not be detached in the aneurysm. An echelon 10 microcatheter was advanced to the aneurysm with an xpedion 14 guidewire. The guidewire was removed and an axium 1.5mm x2 cm helical coil was advanced but did not detach as while placing the coil it fell out of the aneurysm into the parent artery due to the aneurysm¿s wide neck. Then the coil was removed and a rapidtransit microcatheter was advanced over a glidegold 016 guidewire to the right posterior communicating artery (pca). An enterprise stent was advanced but not deployed. Then an axium 2mm x 2cm helical coil was advanced and positioned and the stent was deployed from the right pca to the basilar artery. The coil was then detached and stayed in one place because the stent was deployed across the aneurysm neck. The microcatheter that the stent was advanced through was left in place but the stent delivery wire was removed. The next coil was a deltaplush 1.5mm x 2cm coil that was tested and advanced then detached although the markers were hard to see because the two microcatheters in the patient were superimposed. The c-arm was manipulated slightly to see the markers of the coiling microcatheter more clearly but it was still difficult. The coil was detached successfully. The next coil was a deltaplush 1.5mm x 1cm coil that was tested and advanced to the aneurysm however did not detach. The markers were realigned and again the detachment was unsuccessful. The markers were realigned again while applying a little backward movement during the detachment cycle and the coil still did not detach. The physician removed the coil. The next two coils were also deltaplush 1.5mm x 1cm coils that were tested and advanced and detached without incident. After the procedure was over the patient was reportedly doing well post-operative and the physician was happy with the result of the pr...